Event description:
It was reported that the patient may have the implantable neurostimulator (ins) removed because of a burning the patient experienced when recharging. It was noted that the ins had gotten hot from the very beginning. It was noted that the patient had not used the ins for about 3 months. It was noted that the patient had not used the ins very much because the patient got shingles in the area of the ins after it was implanted. It was noted that the whole right side was affected. It was noted that the warm sensation was in or around the ins pocket during recharging. It was noted that the skin that was in contact with the recharger was ¿burning hot.¿ it was noted that the patient did not see the temperature icon on the recharger screen and stated that the recharger screen was not shutting off. It was noted that the patient had redness on the skin and had redness after every recharge session. It was noted that the caller stated that it was unknown if the burning sensation was related to the shingles. It was noted that the shingles had been controlled in the hip and leg ¿pretty well¿ but the patient stated that they were told that they could have permanent side effects from the shingles. It was noted that the patient had an appointment on (B)(6) 2013 and had been seeing the health care professional every month. It was noted that the patient had been keeping the ins charged. It was noted that the hcp wanted a manufacturer representative to look over the equipment before explanting. It was noted that the patient mentioned replacing the ins with a non-rechargeable or possibly moving the ins. It was noted that the patient wanted to avoid another surgery until they were sure what was causing the burning. It was noted that the ins was previously moved from the patient¿s lower hip to the middle part of their back. It was noted that the patient noted that they were a medical anomaly referring to health issues that were unrelated to the ins that had complicated the treatment.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).